Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2013-00093, 2242352-2013-01256 for the related reports.